Event description:
Customer's friend reports back to back testing on the same meter while using the advantage system with results of 595 mg/dl and 141 mg/dl. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.